Event description:
Software reported treatment coordinates in units of cm, but hardware is built and marked in units of mm. The pt was set up with incorrect treatment coordinates. The error was found via imaging before radiation dose was delivered. The software has been changed as of version 9.0 to report coordinates in units of cm. This is incorrect and dangerous because the hardware modeled is built in units of mm. The vendor failed to adhere to (B)(6) requirements, specifically: philips medical systems failed to provide the results of the (B)(6) type test to the hospital at the time of software installation. No test procedure was provided by philips medical systems to the hospital as required by (B)(4). In fact, no acceptance testing procedure was provided at all by philips medical systems as evidenced by the fact that no document exists with signatures of either a philips medical systems rep or a rep of the hospital. Indeed, such a document would be impossible to obtain since no rep from philips medical systems was on site during the software upgrade -all work was done remotely via the internet.